Manufacturer narrative:
Concomitant medical products- model: w1dr01, implantable pulse generator (ipg); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed a pocket infection after a recent implantable pulse generator (ipg) changeout procedure where a absorbable antibacterial envelope had been utilized. The ipg and leads have been extracted. No further patient complications have been reported as a result of this event.